Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the patient experienced an unspecified reaction (not further specified). There was no medical intervention reported with the event. No additional information is available.

Manufacturer narrative:
Additional information : it was reported during follow up that within 3 minutes of starting therapy, the patient experienced a systolic blood pressure drop to 53 mmhg. The patient reportedly lost consciousness and was aspirated. Treatment was terminated with blood return and the patient was treated with vasopressors as well placed on a ventilator. The patient was stabilized and therapy was restarted 2 hours later. The patient's systolic blood pressure dropped once again to 70-80 mmhg. The vasopressor dosage was increased and the patient continued with treatment. The patient outcome was unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.